Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a just right stapler procedure on april 7th 2025, the physician reported that the stapler had misfired during a bladder fistula repair on a pediatric patient. The physician applied adequate compression beforehand fired on the fistula, and when they opened the jaws there was an open hole and no staples had been applied to the tissue. Thus it cut but it did not form staples. The physician switched to a different instrument to finish the case. Physician reported that due to the angle of the approach she could not visualize the tip of the staple to confirm parallel jaws before firing. She noted that it was appropriately thin tissue. No patient injury was reported and no medical intervention was required. No other information available.